Event description:
The facility director of safety reported that an employee who refused to wear ppe had aborted a system 1 processor cycle, opened the processor, and pulled the aspirator probe out of the steris 20 sterilant concentrate (s20) cup, resulting in liquid in the aspirator splashing into her eyes. The employee was given antibiotics and eye drops to use for a possible corneal burn. Follow-up with the employee several months later found no continuing treatment was required nor was there any lasting effect resulting from this exposure.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to an unsuccessful ring repair. However, the device has been disassociated from the event by the health-care provider; therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.